Event description:
Customer was preparing abo blood group forwarded typing and antibody screening tests on the tecan megaflex-ID. The customer reported inconsistent red cell suspensions, which may be interpreted as false positive reactions. No death or serious injury was associated with this incident.